Event description:
I noticed an orange tint in the brush center and upon taking the brush head off to see if there was a replacement number I found the whole inside of the motor/brush connection covered in a rusty substance. It's not thick like motor oil, but a chemical or rust of some sort. It was in the brush head bristles, the little-bitty window/gap, the whole inside length of the brush head, and the metal motorized portion. I believe this is my model based on appearances but I am not sure. It was purchased at (B)(6) for roughly (B)(6). So I think it was likely oral b- pro-health precision clean battery powered toothbrush. Please immediately start an investigation into the safety of this product! It is horrible that with the many substances safe for people, that they could use something that rusts so quickly. I do have photos which I am not able to upload at this time. If you email me soon I can email them to you. Purchase date: (B)(6) 2015 this date is an estimate. Just sent an message, via website form, tonight. Do to severity of the possibility of ingesting this I do not think it is appropriate to wait for a response. (B)(4).